Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information becomes available.

Event description:
Boston scientific received information that difficulty was experienced inserting a right atrial (ra) lead into an implantable cardioverter defibrillator (ICD). It was reported there may have been something in the device header. No adverse patient effects were reported.